Manufacturer narrative:
(B)(4). Concomitant medical products - 9mm short cps anchor plug catalog# cp561286 lot# 375920, 16cm rs lt screw exp catalog# cp114882 lot# 367190, 47x14x70mm avl tibia catalog# cp114885 lot# 367070, cps transverse pin 6pk 20mm catalog# 178524 lot# 332470, custom avl tibial bushing set catalog# cp111207 lot# 536990, cps nut co-cr-mo alloy catalog# 178512 lot# 964120, oss poly lock pin catalog# 150478 lot# 695070, custom avl lock ring set of 2 catalog# cp111215 lot# 537020, cust rs avl tib brng set catalog# cp114883 lot# 537050, cust rs avl yoke set catalog# cp114884 lot# 537030, cust rs fem axle catalog# cp114886 lot# 573110, cust rs fem bshg set catalog# cp114887 lot# 573140. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient had an initial left arthroplasty on unknown date. Subsequently, the surgeon is requesting a distal femur expandable implant to tibia for a planned revision due to unknown reasons.